Event description:
According to the reporter, the patient underwent laparoscopic appendectomy. The appendicular artery was clamped with an absorbable ligation clip during the operation, and the patient returned to the ward after the operation. Post operatively, the patient developed abdominal pain, which progressively worsened. Ultrasound examination showed a large amount of fluid in the abdominal cavity, and no blood was coagulated when the abdominal puncture was performed. The patient underwent emergency laparoscopic exploration. During the operation, it was found that the ligation clip of the appendicular artery had fallen off, causing bleeding in the appendicular artery and approximately 1000 ml of intra-abdominal bleeding. Suturing was performed to stop the bleeding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.